Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained about poor hearing on the right side. In situ testing had to be carried out while applying pressure on the coil. The outcome showed that the device was no longer functioning within specification with 2 channels having high impedance and a short circuit between two channels (not detected at this appointment but seen in telemetry history). Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The user complained about poor hearing on the right side which decreased over a two year period. The patient was re-implanted.